Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a representative (rep) regarding a patient with an implantable neurostimulator. When asked regarding the patients 4th surgery the patient had had for the implant, the rep clarified that the patient was referring to the initial implant and a couple of revisions that had been previously reported. The rep also reported that the patient had lost over 100 pounds and feels that the battery pocket needs to be addressed by their physician. The patient is going to schedule an appointment. The rep then reported that the patient had a pocket revision on (B)(6) 2026. The physician moved the pocket a few inches lower. Therapy is doing well, and the charging appears to be normal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). The reason for call was rep reported that the patient had been having difficulty charging their ins for a while now. Patient said the charge of the ins had not been lasting very long, only a few days. Patient also said they had to add layers of clothing in order to get a excellent connection with their ins. Rep said the patient was super active and had lost 100 lbs since implant date. Patient mentioned they were wearing a thick sweatshirt or two layers of shirts to get an excellent charge. Rep was not with the patient at the time of the call, but said the issue had been going on for months now. Technical services (tss) suggested calling patient services to see if any simple solutions could be discovered and then redirected pt to their hcp(to meet with rep in person). Pt called regarding the charging connection issue in this case. Patient repeated in the last several months they were losing weight and so charging has not been as sufficient. Patient mentioned having to wear a thick sweatshirt or layers of clothes to get excellent. Patient said they know the issue is that their implant is too close to their skin and mentioned this was the 4th surgery they'd had for the implant. Patient said they'd talked about the weight loss with the doctor and might need to reposition the implant, but wanted to see if there was anything that could be done over the phone first. Patient also repeated the implant charge was only lasting a couple days when it used to last a week, but patient hadn't made any stimulation adjustments. Agent asked, patient confirmed the size belt they had now was ok and didn't need a smaller belt. Agent had patient reset recharger on the call and try to start a recharging session, but patient still only got good connection. Agent asked patient to reposition to get excellent, but patient said they could push the recharger harder and get excellent, but they don't have their layers of clothing on right now so they don't know how good of an excellent connection they were getting. Agent reviewed to continue working with hcp/rep regarding charging connection issues. No symptoms were reported.